Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good condition. Further evaluation found that a burr was on the sharp causing that the jaws did not closed as intended. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic procedure, the scissors became not to close during use. Another device was used to complete the procedure. There were no adverse consequences for the patient.